Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was not feeling well when going to bed the night before and when he woke up, blood glucose level was 580 mg/dl and was vomiting. He went to the hospital; treated with manual injections and saline and current reading was 136 mg/dl. During troubleshoot; it was stated, the drive support cap is recessed. Customer declined to check for site/set issues or the settings. Customer stated that he does not think the high blood glucose was caused by the insulin pump. His daughter was sick and he might have caught it as he was taking care of her. Customer was advised to change the entire infusion set and reservoir.